Event description:
Adverse event on (B)(6) 2011 increase of the l v threshold. Pacing energy was increased. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).